Event description:
During an rf procedure, the patient felt unintended sensory stimulation while the device was in sensory mode. There was no medical intervention required. The procedure was completed using the same equipment and with no clinically relevant delay.

Manufacturer narrative:
It has been confirmed by the account that the device will not be returned.